Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Buckling of the cable was found during evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the camera head. The issue occurred during preparation for use for the therapeutic procedure (transurethral resection), there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.